Event description:
The customer reported, a leads ECG signal acquisition issue while working on a pt.

Manufacturer narrative:
The customer reported, a leads ECG signal acquisition issue while working on a pt. A philips field service engineer determined that the v2 12-lead signal was intermittent. There was no pt impact. The philips field service engineer resolved the issue by replacing the leads ECG trunk cable.